Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump kept showing insert battery. The customer's blood glucose level was unknown at the time of the incident. The customer changed the battery 3 times. The customer was calling back with blank display after receiving new battery cap. The customer stated that the display was blank less than 30 seconds and then returned and the display was blank currently. The customer stated that the contacts on the battery cap were neither missing nor damaged. The device will not be returned for analysis.